Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed n(B)(4).

Event description:
Customer reported being hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 26 mg/dl. The customer stated he was not in a vehicular accident. The customer stated he had a severe back injury and was on pain medications prior to the hospitalization. The customer was treated with a glucagon shot and b50. Troubleshooting found the insulin pump passed the displacement test. The customer was advised to monitor the issue. No additional information provided.